Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2007. It was reported the ipg was explanted and replaced due to pain at the ipg implant site. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.